Event description:
It was reported that a small amount of blood was leaking from one of the extension lines of the catheter. A nurse, in the peripheral surgery ward, made a small knot in the extension line in order to prevent entering of air and further blood leakage. The pt was moved to the cath lab and there it was noticed that the connector of the extension line was missing. The catheter was removed and a new catheter was inserted successfully at the right vena jugularis. There was a delay in therapy, but no harm was caused to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.